Event description:
It was reported that a connector could not be removed from the ilet system, and troubleshooting and education were completed with no alerts or alarms observed. Symptoms included no reported clinical effects. Outcomes included no reported impact on health or functioning. Investigation included a review of device performance and user troubleshooting steps. Investigation of this case revealed no device alarms and no confirmed malfunction, with no specific component failure identified. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.